Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10d30064, h10g12065, h10f01037, h10g30067, h10h31055, h10i30048, h10k29039 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy. On an unreported date in 2011, the patient began treatment with dianeal pd4 ultrabag (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following. On (B)(6) 2011, the patient experienced peritonitis from an unknown cause. The patient was not hospitalized for the peritonitis. Upon a follow-up call with the patient's nurse, the nurse declined to provide further information. Treatment was not reported. The patient was recovering. Dianeal therapy was ongoing. Concomitant medications were not reported. The reporter did not provide an opinion of causality.